Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had all the light-emitting diodes (leds) in front were flashing during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the reportable malfunction was identified during the device evaluation: dust in pump air tubing. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the reported issue of blinking leds which was being caused by a worn-out slider switch. The most probable cause of the malfunction dust in pump air tubing could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.